Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noisy signals and reached low out of range impedance once. The health care professional (hcp) wanted to reprogram the lv sensing off. Technical services (ts) provided their insight on the reprogramming and potential following actions. The device was reprogrammed. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.